Event description:
Caller reports that during a correlation study, the following coaguchek xs pro/laboratory results were obtained: 4.7 inr/3.3 inr; 3.3 inr/2.5 inr; 4.4 inr/3.16 inr; 3.7 inr/2.68 inr; 4.6 inr/3.43 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.